Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported that the insulation of 3 vapr p90 electrodes broke during one surgery and some pieces of the insulation had to be removed with a shaver. There were no patient consequences.

Event description:
It was reported that the insulation of 3 vapr p90 electrodes broke during one surgery and some pieces of the insulation had to be removed with a shaver. There were no patient consequences. Additional information obtained from the affiliate on 03-26-2018: there was a surgical delay of about 20 minutes. The procedure was completed successfully using another like device. All the fragments were removed from the patient with a shaver. No surgical intervention is planned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: three complaint devices were received and evaluated. Two devices belong to the same lot and the third one to a different lot. Since there are no lot number etched on the devices, there was no way of knowing which device belonged to which lot. Visual observation revealed that the insulation near the active tip of all three electrodes looked slightly peeled/torn. The reported complaint of pieces coming off the insulation could thus be confirmed. All three devices showed signs of usage. Some saline residue could be seen in the electrode tubes confirming that the devices were used. Out of the three devices, one device was received with a bent shaft. The shaft of the electrode was bent almost by 180 degrees. It is not clear from the complaint at what point in time this device was bent. This device could not be tested for its functionality due to the condition it was received in. The distal tip on the electrode seemed intact and no discrepancies were detected apart from the slightly peeled insulation. The other two electrodes were tested for their functionality. The electrodes were mated with a generator and tested with maximum abl and coag settings. Both the electrodes functioned as expected with no anomalies in their functionality. The failure of the peeled insulation has been attributed to instrument coming in contact with other instruments that produce heat during operation. It is also possible that the insulation was peeled due to the electrode coming in contact with other sharp metal instruments used during procedure. However, other than these possibilities, we cannot determine a definite root cause for this failure mode. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this lot of product involved in this complaint were processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2018-50070, 1221934-2018-50067.